Event description:
Patient was in an accident and leads were explanted and replaced due to rising thresholds and impedances. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into several fragments which could not be identified explicitly. The returned lead fragments were visually and electrically analyzed. The visual inspection showed abrasion marks along the lead body of the fragments. In particular, between 13.5 cm and 15.5 cm proximal to the lead tip the inspection revealed a damaged insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Further inspection demonstrated a deformed fixation helix and cuts in the insulation. These damages most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.